Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was stated that the customer passed away due to cardiac infarction, kidney failure and diabetes complications. The customer was not wearing the insulin pump at the time of death, due to constantly being in and out of the hospital. The husband agreed to return the insulin pump for analysis. Nothing further was reported.